Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the pump's drive support cap anomaly. The customer¿s blood glucose level was 123 mg/dl. The customer reported that the during rewind the piston was pushing out. It was reported that the drive support was sticking out. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The customer insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test due to detached end cap. The drive support disk was inspected and no anomaly noted.